Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the stent experiences excessive force during removal of the stent, this could have contributed to the reported stent breakage. An application of excessive force to the stent during removal is the most likely contributor of the reported stent breakage. Prior to distribution, all geenen pancreatic stents are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity. No further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician selected a cook endoscopy geenen pancreatic stent set. The stent was implanted on (B)(6) 2009. On the same day, the stent was removed. During removal, the stent broke in the pancreatic duct. Full removal of the stent was unsuccessful. Approximately 1.5cm of the stent remained inside the pancreatic duct. (Approximately 3.5cm of the stent was removed.) The medwatch form submitted by the medical facility indicated a product problem occurred, but an adverse event did not occur. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The complainant has not specified if the patient experienced any adverse effects or required additional medical procedures due to this event. The information able to be collected thus far does not reasonably suggest the patient was adversely impacted due to this event. If additional information becomes available, a follow-up MDR will be submitted. The medical facility provided information on this event to FDA via submission of a medwatch report. Reference access number (B)(4) for information related to the same event that was provided to FDA by the medical facility.